Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 22jul2019. Field service engineer (fse) confirmed an alarm led failure. The fse determined the machine is out of warranty and provided a quote for the repair, the user has not approved it.

Event description:
The customer reported alarm led failure. There was no patient involvement.